Event description:
Information was received from a patient implanted with a neurostimulator for urinary dysfunction and gastrointestinal/pelvic floor. It was reported that in (B)(6) 2013, the patient was not even 50 feet into a retail store when the alarm went off and he thought someone forgot to take the tag off. When he went through the security gate, it suddenly dropped him to his knees and "jumped" his device a few degrees. He didn't know what day it was and felt like someone plugged his testicles into an outlet. The issue happened one time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.